Event description:
As the surgical resident was tightening the drill guide during a rib fracture repair procedure, he over-tightened it and the threads came off the guide. All pieces were retrieved. Another guide was used to complete without further incident. No adverse effect to the pt was noted.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records have been requested.